Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer called in to report universal surgical manipulator (usm) 4 would not recover a fault. The customer reported error as a 23070 error. Prior to calling in, customer power cycled system, but error immediately came back. The customer and staff opted to bring in a second patient side cart (psc) to continue with procedure before calling technical support. The technical support engineer (tse) unable to troubleshoot further customer is continuing procedure with second psc. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that recalibrated the flex on universal surgical manipulator (usm) 4. The system was ready for use. Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.